Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the oncology staff have experienced a increase in the frequency of air in line alarms and have noticed incidents of large volume of air passing through the sensor (approx. 30cm below pump segment), since the remediation work to v12.1.1 commenced a week ago. The lvp and pcu (sn (B)(4)) have been isolated for investigation. There was no reported harm to the patient.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the oncology staff have experienced a increase in the frequency of air in line alarms and have noticed incidents of large volume of air passing through the sensor (approx. 30cm below pump segment), since the remediation work to v12.1.1 commenced a week ago. The lvp and pcu (sn (B)(6)) have been isolated for investigation. There was no reported harm to the patient.